Event description:
(B)(4) patient implanted in (B)(6) 2022 2022 on (B)(6) 2023 : the battery impedance was 0,83 kohms on (B)(6) 2023: the battery impedance was 1,1 kohms the patient will be seen again in 1 month.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.